Event description:
The patient experienced a loss of efficacy; the therapy was not helping the patient. The patient was going to be getting fusions and the physician didn¿t want to do it until the pump was removed. The physician removing the pump believed that the catheter was fractured and there was a piece floating in the intrathecal space. During the surgical procedure, it was found that the distal catheter was severed about 2 inches past the anchor at the entrance to the spine and there was a large piece of the catheter floating in the intrathecal space. X-ray had also been used to diagnosis the catheter issue. The entire system was removed excluding the fragment/migrated catheter portion in the intrathecal space. The device system was delivering infumorph.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted:(B)(6) 2011, product type: catheter. (B)(4).